Manufacturer narrative:
The technician found the siderail latch was stuck due to a bent latch plate. The technician replaced the latch plate to repair the bed.

Event description:
Information received indicates the right upper siderail will not latch.